Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her mother was admitted into hospital for high blood glucose. The customer's blood glucose at the time of incident was 580mg/dl. The daughter of the customer explained that her mother's blood glucose fluctuates. The customers blood glucose was 471mg/dl and thirty minutes later went back up to 499mg/dl. The blood glucose at the time of hospitalization was 390mg/dl. The daughter of the customer states her mother was discharged. However, troubleshoot could not be completed due to their follow up with doctor. Customers' daughter was advised to call back.